Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.